Event description:
The vial used to secure the solution into the syringe apparatus failed, causing a loss of pressure on the plunger portion of the syringe. The loss of pressure caused a movement of the needle which had been placed into the eye causing deeper penetration than was appropriate. This problem occurred twice, both problems from the same lot. Company alerted.